Event description:
Pt has experienced elevated blood glucose for the past 4-8 weeks and she believes the insulin delivery of the infusion device is too low. Her blood glucose elevated about 300 mg/dl, and she had nausea and a stomach ache. She was unable to lower blood glucose using the infusion device and instead delivered insulin via pen. She reported there has also been dampness in the cartridge compartment. She did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.